Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/05/2018, that on (B)(6) 2018, the patient reported she contacted technical support already in march about an issue with the receiver, but couldn't tell anymore what exactly the issue with the receiver was. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Confirmation of the reported event of unknown receiver issue could not be determined. The root cause could not be determined.